Manufacturer narrative:
The field service engineer stated he checked pictures of the sample taken by the analyzer and there were obvious bubbles in the tube, but the analyzer did not generate any liquid level detection or sample foam alarms. He confirmed that foam detection settings were turned on.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 ii assay on cobas 8000 e 801 module serial number (B)(4). The sample initially resulted with a ft4 value of < 0.101 ng/dl accompanied by a data flag. This result was reported outside of the laboratory where it was questioned by a doctor. The sample was repeated twice, resulting with values of 1.4 ng/dl and 1.51 ng/dl. The repeat result was believed to be correct. The ft4 reagent lot number was 454345. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Images from the analyzer sample foam detection cameras show large bubbles over the entire surface of the sample tube. Most of the racks used on the system were configured as non standard racks and the system was also configured to have sample foam detection exceptions for these non-standard racks. Proper foam detection operation occurred after changing the rack configuration.